Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during the displacement test and excessive no delivery alarm test due to a faulty force sensor resistor. The insulin pump was received with a cracked case at the display window corner, minor scratches on the display window, scratched reservoir tube window and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that they had excessive no delivery alarms on the insulin pump. Customer's blood glucose was 160 mg/dl. The customer stated the alarm occurred during a manual prime. The customer reported insulin was able to exit with a push plunger during troubleshooting. It was also found the insulin pump alarmed no delivery during a manual prime. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.